Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, it was noted that a plastic piece from the luer was missing. No known impact or consequence to pt. The pt was not changed out. The surgery was completed successfully.

Manufacturer narrative:
The device was not returned for eval. Photographic images were provided of the damage to the oxygenator. A review of the device history record revealed no indication of production related anomalies. All manifolds are 100 percent visually inspected, and an eval of a retention sample confirmed no anomalies. The photos provided show a defect on the clear threaded luer connector; therefore, the complaint was confirmed. Without the returned device, a thorough investigation of this complaint cannot be performed, and a definitive root cause of the reported damage cannot be determined. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).